Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument blade broke off and fell inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.334¿ from the base, and the broken piece was not returned with the instrument. The complaint regarding a broken instrument blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was used for dissecting and performed as intended up until it broke. After the instrument blade broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.